Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose (bg) level was over 500 mg/dl. Elevated bg level was addressed with a manual injection of insulin. The customer continued to use the pump for insulin therapy.